Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the customer reported failure mode. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgical techniques after encountering unspecified issues with the left arm of the da vinci surgical system.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci hysterectomy for abnormal uterine bleeding on (B)(6) 2011. Isi was provided with the operative report. The surgeon indicated that with a pk, the left side was taken down. The round ligament was taken down, as well as the left utero-ovarian ligament, left tube, broad ligament, and the bladder flap was created. The surgeon then noted, however, before switching over to the contralateral side, the left arm was having difficulties and after several attempts to get the machine rebooted, it was determined to just proceed to an open procedure. All instrument were removed. The davinci was undocked and then I proceed to perform a pfannenstiel incision. At the conclusion of the surgical procedure, the patient was taken to the recovery room in stable condition.